Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 19.0 mmol/l (342 mg/dl) and that he also had bg reading of 1.6 mmol/l (29 mg/dl) after wearing the pod for less than 36 hours. Upon inspection he noticed the cannula was kinked.